Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of damaged pump using prepaid label within 10 days.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.